Event description:
It was reported pt had either a revision or replacement surgery for a leak in the catheter. After the surgery, the pt "ached so bad he couldn't move". It was reported but unconfirmed the pump was turned down or turned off but never communicated to the pt. Pt noted he had a heart condition, but did not specify its relationship to his device. The drug and the concentration were unk. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4)